Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye showed that the product was dry but without packaging. The blood port protection caps were attached to the blood side. A black particulate matter was visible in the blood port (luer). The reported condition was verified. The cause of the condition was manufacture related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign matter was observed inside a polyflux 14l dialyzer prior to treatment . There was no patient involvement. No additional information is available.